Manufacturer narrative:
Concomitant medical products: product ID 748240, serial# (B)(4), implanted: (B)(6) 2005. Product type: extension: product ID 7438, serial# (B)(4). Product type: programmer, patient: product ID 3387-40, lot# j0437341v, implanted: (B)(6) 2005. Product type: lead. (B)(4).

Event description:
It was reported that the patient had a loss of therapeutic effect and his tremor was coming back. It was reported the patient thought his implantable neurostimulator (ins) battery might be depleted given it was 6.5 years old. The patient's tremor had been gradually getting worse for 6 months prior to this report. It was reported that the patient put his cell phone in his pocket one day and it turned his implant off. Electromagnetic interference and magnet guidelines were reviewed with the patient. Additional information has been requested, but was not available as of the date of this report.